Event description:
It was reported that during a demo of the da vinci system, the 8mm mega suturecut needle driver training instrument's cable broke away. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.